Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: during use in the area, it was identified by the nurse that the catheter was defective in the needle tip. Disposal was discarded due to product contamination.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: during use in the area, it was identified by the nurse that the catheter was defective in the needle tip. Disposal was discarded due to product contamination.